Event description:
It was reported, during routine checking the subject device had no image. No patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation. And the customer's complaint was confirmed. The most probable cause is linked to the device, but unable to trace specifically. The evaluation also identified, rattling in the connection to the processor. A review of the device history record found no deviations, that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during routine checking. The subject device had no image. No patient involvement.